Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve procedure, there was inconsistent or poor sealing to the omentum of the patient. The patient needed over-sewing using clips to address the issue. No bleeding over 500cc was noted. No blood transfusion required. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report (B)(4) was sent in error as a duplicate for MFR report number: (B)(4), any additional information received in the future will be captured and submitted under the report number (B)(4) .if information is provided in the future, a supplemental report will be issued.